Event description:
The device was used during a CABG procedure. The patient was placed on a heart-lung machine and an aortic cannula was placed at the base of the arterial/brachio-cephalic trunk (inominate artery trunk). A double purse string with the size 5/0 suture was placed to close the cannula orifice at that location. Three hours post-operatively bleeding was noted. The patient was re-opened and subsequently expired.